Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced due to a wound infection and sepsis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 459888 lead, implanted (b)6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed, normal battery depletion. Hybrid analysis revealed, that both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under, during its service time. There was no evidence of a high current drain condition on the hybrid and no hybrid anomalies were observed. Battery analysis revealed, no battery anomalies. Further review of device data revealed, that the drop in battery voltage was the result of multiple shocks delivered in a short period of time, due to a patient vf storm. It has been determined, that the device met specifications for normal battery depletion and normal device operation. Based on this information coupled with the passed longevity calculation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.